Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. A poor connection with the newly implanted implantable cardioverter defibrillator (ICD) device was suspected. The lead was reprogrammed to tip to coil until the patient could be brought back for an exploration procedure. Additional information from the clinic disclosed that the pocket was re-opened for exploration. It was concluded that there was a misalignment of the lead pin when inserted into the device header. A loose set screw was also found. The connection was corrected. The device was reprogrammed back to bipolar and normal function has been observed ever since. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2003. (B)(4).